Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: a complaint of kinked tubing below the buretrol causing flow issues was received from the customer. A sample was returned for investigation. Through visual inspection the complaint was verified. A kink at the connection site of the buretrol to the tubing was found. A device history record review for model 10015012, lot number 20066819, was performed. The root cause was identified as an incorrect assembly method (excess solvent added) that facilitates the formation of hard kinks that impede or restrict fluid flow. There were no quality notifications issued for the failure mode reported by the customer. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of kinked tubing with lot #20066819 regarding item #10015012. H3 other text : see h.10.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was kinked. The following information was provided by the initial reporter: event 3 material no: 10015012, batch no: 20066819. It was reported that buretrol tubing wouldn't flow when priming tpn because it appeared to be fused/kinked below drip chamber.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m was kinked. The following information was provided by the initial reporter: event 3: material no: 10015012, batch no: 20066819. It was reported that buretrol tubing wouldn't flow when priming tpn because it appeared to be fused/kinked below drip chamber.